Event description:
It was reported that the atrial lead had apparently dislodged as a result of the patient being upgraded to a biventricular ICD. It was noted that the dislodgment was not apparent at the time of the procedure but was recognized the morning after and the following day it was confirmed to have totally dislodged per an x-ray. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead implanted: (B)(6) 2012; 429688 lead, implanted: (B)(6) 2014. (B)(4).